Event description:
As reported by the legal brief, the medical records indicate that the patient was admitted to the hospital with deep vein thrombosis (dvt) of the left common femoral and superficial femoral veins. The inferior vena cava (ivc) filter was placed, followed by the insertion of a triple lumen catheter and the initiation of thrombolytic therapy for left lower extremity dvt. The filter was placed via the right common femoral vein successfully. Three weeks later, the patient was admitted to the hospital with complaints of left leg swelling times one day. A venous ultrasound was performed and revealed a partially occluded left popliteal vein and an occluded left superficial femoral vein. The patient was admitted for heparin treatment and increase of coumadin dose to a therapeutic level. The next day, a CT scan of the abdomen was performed and revealed what was initially thought to be a dvt in the distal ivc, below the ivc filter, with extension into the left iliac vein, however, an addendum indicated that there was no clot but a stent, that the radiologist was unaware of. A chest x-ray was performed for shortness of breath, findings indicated no acute pulmonary process. Six months after the procedure, the patient was seen in the emergency room for complaints of left lower extremity pain, abdominal and epigastric pain. The patient was discharged from the emergency room the same day. According to the information received in the patient profile from (ppf), the filter fractured and became highly embedded in the inferior vena cava necessitating surgical removal. The filter fractured, perforated outside the inferior vena cava (ivc) and into organs, there was migration of the fractured struts, the filter is embedded, there are blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. The patient became aware of the alleged failures on eleven years after the procedure. The ivc filter was removed through an open abdominal procedure on twelves years after the procedure, approximately twelve years post implant. The information indicated that there are retained filter struts in the soft tissue surrounding the ivc. The patient is also reported to have experienced severe pain, due to the filter, in addition to anxiety. Additional information was received from an updated ppf that the patient constant pain for over 9 years with distress from in and out of hospitals and multiple surgeries for no reason. The patient has also been depressed for years because the doctors could not determine what was wrong and why she was in pain everyday. The patient has stomach and back pain. There remains small metallic fragments of the ivc filter in the soft tissues anterior and posterior to the inferior venacava. There are 2 small fragments posteriorly around 6:00, one small fragment on the left side around 4:00 and one fragment in the soft tissues anterior to the ivc around 12:00. According to the discovery form, the patient received the ivc filter for left lower extremity deep vein thrombosis propagating into the iliac veins and possibly into the inferior vena cava. Medical conditions and treatments alleged to be attributable to the implanted ivc filter include fracture of the ivc filter and partial removal of the ivc filter via percutaneous procedure; perforation of filter strut(s) outside the ivc; perforation of filter strut(s) into organs; migration of the fracture strut(s); filter embedded other than in wall of the ivc; blood clots, clotting and or occlusion of the ivc; device unable to be retrieved and the patient seeking treatment for the remaining filter fragments within the body. Furthermore, the patient suffers mental anguish and anxiety regarding potential future injuries caused by the ivc filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient¿s medical history is reported to have included a recent deep vein thrombosis (dvt) of the left common femoral and superficial femoral veins possibly extending into the inferior vena cava (ivc). The filter was first implanted via the right common femoral vein. This was followed by the insertion of a triple lumen catheter and the initiation of thrombolytic therapy for the left lower extremity dvt. Approximately three weeks after the implantation, the patient was admitted with left leg swelling. Diagnostic testing revealed a partially occluded left popliteal vein and an occluded left superficial femoral vein. The patient was treated with heparin and an adjustment of their coumadin dose to a therapeutic level. The next day, the patient underwent a computerized tomography (CT) scan that revealed what was initially thought to be a dvt in the distal ivc below the filter with extension into the left iliac vein. However, this was later confirmed to be a stent that the radiologist had previously been unaware of. A chest x-ray was performed for shortness of breath that revealed no acute pulmonary process. Approximately six months after the implantation, the patient developed left lower extremity, abdominal and epigastric pain. The patient was discharged home later that same day. Approximately eleven years after the implantation, the patient became aware that the filter had fractured and had become highly embedded in the ivc, was associated with perforation outside the ivc and into the organs and with blood clots, clotting and/or occlusion of the ivc. In addition, fractured filter struts had migrated. An attempt to remove the filter percutaneously was reported to have been unsuccessful. Approximately twelve years after the implantation, the patient underwent an open abdominal procedure to remove the filter with retention of filter struts in the soft tissue surrounding the ivc. The patient is further reported to have experienced severe back and abdominal pain for over nine years, distress, mental anguish, depression and anxiety associated with the filter. The product was not returned for analysis. The device history record (DHR) review could not be completed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter migration, filter fracture and ivc and organ perforation events could not be confirmed and the exact cause could not be determined. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. The anxiety and depression experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient was admitted to the hospital with deep vein thrombosis (dvt) of the left common femoral and superficial femoral veins. An optease vena cava filter was successfully placed via the right common femoral vein. This was followed by the insertion a triple lumen catheter and the initiation of thrombolytic therapy for the left lower extremity dvt. Three weeks later, the patient was admitted to the hospital with complaints of left leg swelling times over the last day. A venous ultrasound was performed and revealed a partially occluded left popliteal vein and an occluded left superficial femoral vein. The patient was admitted for heparin treatment and had their coumadin increased to a therapeutic level. The next day, a computerized tomography (CT) scan of the abdomen was performed and revealed what was initially thought to be a dvt in the distal inferior vena cava (ivc), below the ivc filter, with extension into the left iliac vein. However, an addendum indicated that there was no clot but a stent, that the radiologist had been unaware of. A chest x-ray was performed for shortness of breath which revealed no acute pulmonary process. Six months after the implant procedure, the patient was seen in the emergency room for complaints of left lower extremity pain, abdominal and epigastric pain. The patient was discharged from the emergency room the same day. Additional information indicates that approximately eleven years after the filter implant, the patient became aware that the filter had fractured and became highly embedded in the ivc. The filter was also noted to have perforated outside the ivc and into organs with migration of the fractured struts. The patient is reported to have experienced blood clots, clotting and/or occlusion of the ivc. The device was unable to be retrieved. The ivc filter was removed through an open abdominal procedure approximately twelve years post-implant. The information indicated that there are retained filter struts in the soft tissues anterior and posterior to the ivc. Two of these fragments are located posteriorly around six o¿clock, one small fragment is on the left side around four o¿clock and a fourth fragment is located in the soft tissues anterior to the ivc at twelve o¿clock. Additional information further indicates that the patient has had constant back and stomach pain for over nine years with distress and anxiety from rehospitalizations and multiple surgeries for no reason. The patient has also been depressed for years because the doctors could not determine what was wrong and why she was in pain every day. The product was not returned for analysis. The DHR could not be completed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The patient is also reported to have had a perforation of the ivc; though this could not be confirmed without procedural films for review. A clinical conclusion could not be determined as to the cause of the event. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported details indicate that retrieval of the filter was considered approximately eleven years after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post-implantation. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Venous occlusion, clotting and shortness of breath do not represent a device malfunction and may be related to underlying co-morbidities. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety and depression experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was received that the patient constant pain for over 9 years with distress from in and out of hospitals and multiple surgeries for no reason. The patient has also been depressed for years because the doctors could not determine what was wrong and why she was in pain everyday. The patient has stomach and back pain. There remains small metallic fragments of the ivc filter in the soft tissues anterior and posterior to the inferior venacava. There are 2 small fragments posteriorly around 6:00, one small fragment on the left side around 4:00 and one fragment in the soft tissues anterior to the ivc around 12:00. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the medical records indicate that the patient was admitted to the hospital with deep vein thrombosis (dvt) of the left common femoral and superficial femoral veins. The ivc filter was placed, followed by the insertion of a triple lumen catheter and the initiation of thrombolytic therapy for left lower extremity dvt. The filter was placed via the right common femoral vein successfully. Three weeks later, the patient was admitted to the hospital with complaints of left leg swelling times one day. A venous ultrasound was performed and revealed a partially occluded left popliteal vein and an occluded left superficial femoral vein. The patient was admitted for heparin treatment and increase of coumadin dose to a therapeutic level. The next day, a CT scan of the abdomen was performed and revealed what was initially thought to be a dvt in the distal ivc, below the ivc filter, with extension into the left iliac vein, however, an addendum indicated that there was no clot but a stent, that the radiologist was unaware of. A chest x-ray was performed for shortness of breath, findings indicated no acute pulmonary process. Six months after the procedure, the patient was seen in the emergency room for complaints of left lower extremity pain, abdominal and epigastric pain. The patient was discharged from the emergency room the same day. According to the information received in the patient profile from (ppf), the filter fractured and became highly embedded in the inferior vena cava necessitating surgical removal. The filter fractured, perforated outside the inferior vena cava (ivc) and into organs, there was migration of the fractured struts, the filter is embedded, there are blood clots, clotting and/or occlusion of the ivc and the device is unable to be retrieved. The patient became aware of the alleged failures on eleven years after the procedure. The ivc filter was removed through an open abdominal procedure on twelve years after the procedure, approximately twelve years post implant. The information indicated that there are retained filter struts in the soft tissue surrounding the ivc. The patient is also reported to have experienced severe pain, due to the filter, in addition to anxiety.